Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomena's "intermittent power issues" and "pump does not work" occurred due to a circuit (cr) board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updates to e2, e3, and g2 to include reporter's title and occupation.

Event description:
The customer reported to olympus, the high flow insufflation unit has intermittent power. It was reported the screen went blank and pressure was lost. The staff restarted the machine and it worked normally without any issue. The issue was found during a laparoscopic total hysterectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of intermittent power was confirmed. The device evaluation found the intermittent power was due to a faulty circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.